Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicattor was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient denies any recent injury or trauma that may have damaged the ncp system, but did indicate feelings of chest pain and feelings of the generator "going off" at a higher level than it was programmed to. No serious injury was reported in conjunction with the high lead impedance condition. Approximately one month earlier, the patient was seen in hospital emergency room after a one-hour episode of non-exercise induced chest pain. While in the hospital emergency room, labs were drawn and a chest x-ray and EKG were performed. All results were normal. The patient had not experienced any further episodes of chest pain for 7 days afterward. The patient denied any injury or trauma that may have damaged the ncp system at that time and had not experienced an increase in seizure activity. It was reported that, at that time, the patient's chest pain was not believed to be related to the ncp system. Device diagnostic testing performed at office visit 7 days after emergency room visit was within normal limits, indicating proper device function at that time. A positional lead break is suspected to be the cause of the intermittent device diagnostic test results. Subsequent current leakage is suspected to be the cause of the patient's chest pain. The patient has been referred for surgical consult.